Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners and display window, as well as minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a prime rewind anomaly. Customer's blood glucose was 202 mg/dl. The customer stated they were unable to exit from the preparing to prime loop. Troubleshooting found the customer did not receive a second series of beeps and numbers did not appear on the insulin pump's screen. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.